Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure, there was an electric shock. There is a causal relationship between the event and the device. Later after the initial procedure and before patient discharge, the event happened again. There is a probable relationship between the event and the device. It was confirmed that there was no issue with the console and there were no adverse events related to the shock.

Event description:
It was reported that during procedure, there was an electric shock. There is a causal relationship between the event and the device. Later after the initial procedure and before patient discharge, the event happened again. There is a probable relationship between the event and the device. It was confirmed that there was no issue with the console and there were no adverse events related to the shock.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The instructions for use (IFU) states: to avoid risk of electric shock, this equipment must only be connected to a supply mains with protective earth. The reported electric shock is a known risk associated with this device type and indicated as such in the instructions for use.